Manufacturer narrative:
Manufacturer's investigation conclusion the report of driveline disconnects resulting in a pump stop and elevated power events can be confirmed through evaluation of the submitted log files. The submitted log file contained data from (B)(6) 2022 at 19:41:55 to (B)(6) 2021 at 11:25:47. On (B)(6) 2022 at 13:35:13, the driveline was disconnected from the controller resulting in a pump stop. Approximately 37 seconds later, the driveline was reconnected to the controller at 01:35:50. The driveline disconnect and pump stop events were associated with 1 low speed hazard, 2 low speed advisories, 2 low flow hazards and 2 motor stopped active flags. Additionally, an elevated power event of 11.0 watts was captured on (B)(6) 2022 at 08:05:32, and the estimated flow reached 12.0 lpm during this event. There were no other unusual events displayed for the remainder of the log. Prior to and after these events the pump appeared to function as intended, and no other unusual alarms or events were captured. A specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The heartmate ii lvas IFU, rev. C, is currently available. This document explains all system controller alarms and the proper actions associated with them. Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. The heartmate ii lvas patient handbook, rev. C, is also currently available. This handbook explains all system controller alarms and the proper actions associated with them. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ the relevant sections of the device history records for vad-20941 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-13005. It was reported that the patient had spikes of elevated pump power with high flows. The patient had a driveline disconnect alarm with a pump stop on (B)(6) 2022. The patient denied hearing the alarm and denied that their driveline was disconnected. Patient was home at time of the alarm. A review of the log files revealed a no external power alarm on (B)(6) 2022. This was caused by the power to mobile power unit being briefly interrupted. The driveline disconnect and pump stop on (B)(6) 2022 lasted for ~37 seconds.